Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing an elevated blood glucose (bg) level of 465 mg/dl since the previous night. The customer changed out the site, three times and delivered boluses via the pump, but bg level was still noted to be elevated. The customer took manual injections via an insulin pen and bg level lowered to 162 mg/dl. A recommendation was made for the customer to consult the healthcare provider to discuss elevated bg level.